Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up where physician observed one of the iliac limbs is occluded. The anatomy was noted to be extremely tortuous. The patient is asymptomatic and there are currently no plans for re-intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion within the device was found to be anatomy related due to the severe tortuosity and stenosis in the right external iliac artery. This likely caused the distal right limb stent to buckle. The final patient disposition could not be determined due to the lack of medical records surrounding the event, however, there has been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.